Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/mar/2024.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced with a non-allergan implant.